Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the patient side manipulator (psm) associated with this complaint and completed investigations. The psm2 was returned for failure analysis, and the reported failure was able to be confirmed during visual inspection.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced patient side manipulator (psm) to resolve the issue. The system was verified and ready to use. Intuitive surgical, inc. (Isi) has received the psm associated with the customer reported issue to perform failure analysis and an investigation to determine the cause of the reported event is currently in progress.

Event description:
It was reported that prior to starting-post-anesthesia of a da vinci-assisted prostatectomy surgical procedure, there was an issue with patient side manipulator (psm) 2. The silver piece holding the sterile adapter was broken and the psm2 does not recognize instruments. Tse checked logs and confirmed instrument sensor and sa sensor on psm2 was faulty. The procedure was completed with no reported injury.